Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: four photos were provided; the four pictures shows a blue reload from the top view. The reload is fully fired of the right side and partially fired 1/3 of the left side with staples visible. Based on the four photos, the event describe is confirmed.  Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that the problem occurred at the 3rd shot the machine cut and just stapled from one side, not having stapled the side of the gastric pouch. The left side of the load only stapled 1/3, remaining 2/3 per staple. The gastric pouch / stomach remained open and it was necessary to make manual suture to close. This problem caused a disorder and delayed the surgery in 1 hour. In the end it was necessary to replace with a new machine / load.

Manufacturer narrative:
(B)(4). Batch # p58w5j. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage with an ecr60b cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: I understand the procedure was prolonged for one hour. Was there any patient consequence as a result of the procedure being prolonged? As you may know, all the consequences related with one more hour of anesthetic drugs and all the consequences around 1 additional hour of pneumoperitoneum. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.